Event description:
Once the probe was hooked up, it activated outside the pt. Doctor had to use another stryker probe and it worked fine. Surgery was delayed 10 minutes.

Manufacturer narrative:
Investigation is ongoing. Further info will be provided upon the close of the investigation.